Event description:
Title: the outcome of nontransecting anastomotic urethroplasty in recurrent bulbar urethral stricture and its impact on sexual functions a prospective observational study. The prospective descriptive study aimed to assess the outcome of non-transecting anastomotic urethroplasty in recurrent bulbar urethral stricture disease (usd) less than 3cm and its impact on sexual functions. Between august 2021 to september 2023, thirty-three patients were included in the study with 14 patients undergoing non-transecting excision and primary anastomosis and 19 patients undergoing heineke-mikulicz principle stricturoplasty while using 4¿0 vicryl sutures. Reported complications are: 4¿0 vicryl sutures, n=4 frequent attacks of fever (38.5 °c), treatment: antipyretics, n=4 wound infection, treatment: systemic antibiotics, frequent dressing, and local debridement, n=1 wound dehiscence, treatment: systemic antibiotics, frequent dressing, and local debridement, n=2 small wound hematomas, treatment: managed conservatively, n=10 lower urinary tract symptoms, treatment: anticholinergics. In conclusion, non-transecting anastomotic urethroplasty can achieve a high success rate in the management of short recurrent bulbar usd, without a negative impact on sexual functions, even in patients with associated ed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned, the single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: urological science. 35. Https://doi.org/10.1097/us9.0000000000000031.